Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.112.012s lot number: 1l01782 part manufacture date: n/a manufacturing location: n/a part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a removal surgery due to annoying material under the skin clavicle plate /anterior hypertrophic callus. There were 3 screws cannot be removed / cold welds / mini fragment screw locked, the screwdriver broke at the top of the screw head, 2 screws small fragment locked, the screw thread is flat after the attempt to unscrew. The surgery was delayed 30-minutes. The patient outcome was ok. Concomitant medical products: unknown extraction instrument (part# unknown; lot# unknown; quantity: 1), unknown drill (part# unknown; lot# unknown; quantity: 1). This complaint involves eight (8) devices. This report is for (1) 3.5mm ti lcp sup ant clavicle pl w/lat extn 5h/rt/94mm-ster. This report is 3 of 4 for (B)(4).

Event description:
This is report 3 of 7 for (B)(4).